Manufacturer narrative:
Further information was requested but not received .

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for non-sustained right ventricular oversensing caused by right ventricular lead noise. No interventions or patient symptoms were reported. Further information was requested but not received.